Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a right breast implant suspected of rupturing using computerized tomography imaging. Afterwards, during an in-office consultation with a medical professional, she was diagnosed with bilateral breast sagging/ptosis and bilateral baker grade iii and iii-IV capsular contracture of the left and right breasts, respectively. There was some right breast tenderness on palpation. As a result, the patient underwent bilateral removal and replacement with 350cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2024. However, during the surgery the right breast implant was observed to be intact when explanted. Additionally, a left breast cyst was discovered and excised. This report is for the right breast prosthesis.

Manufacturer narrative:
On october 14, 2024, the mentor analysis lab received the suspect medical device for evaluation. On october 17, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. On october 18, 2024, mentor became aware that information was omitted from the initial report. Corrected data: the gtin was not submitted in the initial report. D4 primary UDI number: (B)(4). D4: UDI: product made prior to UDI compliance date. UDI not required. Manufacturer¿s reference number: (B)(4).